Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
The facility representative reported a flogard infusion pump with a failure code of 38. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during device evaluation by baxter at the customer facility. The assignable cause was identified as damaged force sensing resistors (fsrs). The fsrs were replaced to correct the reported condition. Should relevant additional information become available, a follow-up MDR will be submitted.